Event description:
According to the event description: "the patient returned to the ward 10 days after surgery and found that one of the cvc tubes was broken. The next day, the patient developed intracranial gas and is currently in poor condition. The hospital would like to know the impact on the patient who had their catheter disconnected.".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Visual inspection: the received customer pictures and video were taken to a visual inspection for damages. The customer pictures and video show a used certofix duo part. The proximal piece of tube has come loose from the channel. Relating to the torn off tube (proximal) at the channel, a problem during the application process (high axial force) is assumed. After checking the respective documentation of the production (shift record, results of worker self-inspection and in-process control, machine documentation, cleaning record, batches etc.) No deviations could be determined in the period mentioned. Summary and assessment: based on the conducted investigations the shown sample in the customer picture is not within the specification. Therefore, the defect is considered as confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.